Manufacturer narrative:
Date of report : 23jul2019, date rec¿d by MFR :18jun2019. The central processing unit (cpu) printed circuit board assembly (pcba) was received for evaluation. Visual inspection revealed no evidence of damage or contamination. The cpu pcba was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation was unable to replicate reported failure. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report :05aug2019. Correction submitted to change the state of the emdr to final submission. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit restarted during use without alarming. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 08apr2019. Patient information is not available for this reported issue. Customer is not able to provide any additional information. Manufacturer's bench repair evaluated the unit and could not confirm the reported issue. Reported issue could not be reproduced. The unit's diagnostic log contained no errors. The self test and long runtime test both performed normal. Bench repair replaced the unit's central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.